Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was caller reports trying to charge ins overnight and it wouldn't charge up (understood this to mean will not turn on) then when pt went to use programmer seeing a dr on the screen. Had pt connect recharger (insr) pt noted seeing dr and por (power onreset), confirmed with programmer (pp) informational, reviewed how to clear por and turn stim on. This was first noticed sunday and pt does not recall any events such as a low battery or electromagnetic (emi)/medical procedure. Pt inquired if a furniture store could have anything that would cause this. Caller mentioned 2 previous hospital visits confirming unrelated and not around the timeline of this event. The troubleshooting steps that were taken on the call resolved the issue. No symptoms/patient complications reported.